Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. The patient was hospitalized for unknown indications prior to passing away. The cause of death was not reported. It was unknown if therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.